Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the valve was deployed in an 80:20 ventricular position with severe central aortic insufficiency (cai). A second valve was implanted. The patient initially presented with an ejection fraction (ef) of 25-30%. The medical team chose not to place the patient on cardiopulmonary bypass (cpb) prophylactically and instead decided to forgo balloon aortic valvuloplasty (bav) to reduce the number of rapid pacing runs. Upon deployment of the 26mm sapien valve via a transapical approach, the valve moved ventricular and the aortic portion of the frame did not appear to fully expand, resulting in an 80:20 ventricular position and severe central aortic insufficiency (cai). Post valve deployment, the patient¿s blood pressure remained between 30-40. Pharmacological support was given (levophed, vasopressin, calcium chloride, phenylephrine, amiodarone, magnesium, sodium bicarbonate, lidocaine), chest compressions were initiated, and the patient was placed on cpb. During chest compressions, the physician¿s assistant was having a difficult time maintaining coaxial positioning of the transapical sheath, and blood was leaking around the sheath. The sheath was removed and the bypass cannula was placed into the ventriculotomy. The patient developed ventricular fibrillation (vf), which required multiple defibrillations to reverse. Once the patient stabilized, post dilation was performed with a non-edwards balloon. A second post dilation was performed with another non-edwards balloon. However, there was no change in the shape of the valve, so a new transapical sheath was inserted and a second sapien valve was deployed within the first, which resolved the cai. The second delivery balloon ruptured during inflation and could not be retrieved through the sheath. The delivery system, sheath and wire were all removed simultaneously. The patient was removed from cpb and an intraaortic balloon pump (iabp) was inserted. Three units of packed red blood cells (prbc) were transfused during the procedure due to the bleeding around the sheath. The apex was noted to be in good shape when the access site was closed. Four days post tavr the patient decompensated when the medical team attempted to wean him from the iabp. They attempted to insert a new iabp, but they could not break the vf arrest and the patient expired. The native aortic annular diameter was 22mm by tee and 20mmx29mm (area 454) by CT. The native aortic valve was moderately calcified, and the aortic root was mildly calcified. The sinotubular junction (stj) diameter was 22mm, and the sinus of valsalva (sov) diameter was 28mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
Reference manufacturing report numbers 2015691-2014-00366 and 2015691-2014-00368.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), regurgitation and device malposition requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Additionally, according to the IFU, arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, it is possible that the ventricular malposition was due to the native valve calcification, and the fact that bav was not performed, as evidenced by the aortic portion of the valve frame appearing to not fully expand. The subsequent cai likely contributed to the hemodynamic instability. It is possible that the period of cai, bleeding from the apical access site, and little to no cardiac function due to hypotension, in a patient with a history of arrhythmia, significant cad and a decreased ef (25-30%), contributed to the vf. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.